Event description:
I was in the patient room calibrating the nitric oxide machine #[device identifier redacted], intending it to be used. While in the middle of the pre-cal check, the screen immediately turned black and began alarming. On the screen was the notification "service required". I turned the machine off and removed it from the patient room. I also notified [name redacted] of the problem with the nitric oxide machine and that it needed to be replaced.